Manufacturer narrative:
Reporter phone number: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available for inspection, however a picture and a video were provided. Visual inspection observed a leak from the dialysate pump segment. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m150 set, an external fluid leak was observed due to a cracked pump tubing. There was no patient involvement. No additional information is available.